Manufacturer narrative:
Batch review performed on 06.august.2021 lot 1908266: (B)(4) items manufactured and released on 22-gen-2020. Expiration date: 2025-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
10 months after the primary surgery the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.